Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes that appeared to be caused by loss of contact. It was further reported that the device exhibited oversensing noise. It was suspected that the icm had migrated. The device remains in use. No patient complications have been reported as a result of this event.